Event description:
On the day of the event, the user facility's blood bank received an order for two units of fresh frozen plasma (ffp). The first unit was thawed in the thermogenesis plasma thawer and sent out for transfusion. During the second ffp thawing process, the technician noted steam coming from the thawer. The technician measured the water temperature with a thermometer which read 59 degrees c. The thawers display read, 33.2c. The second unit of ffp was discarded. Approximately 30ml of the first unit of ffp began to transfuse into the patient when the filter became clogged, and the transfusion was discontinued. Patient was discharged from the hospital the next day.